Event description:
It was reported that the customer had a button error alarm. The customer blood glucose level was 42 mg/dl. Customer states he treated for the low blood glucose with food. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The pump had minor scratched display window, cracked display window corner and broken reservoir tube lip.